Event description:
Baxter reports "priming error" during use of a homechoice set. "The connector line did not fill with solution during priming". No pt injury or medical intervention was associated with this incident per international affiliate.